Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure in the right internal jugular vein, the flushing of the port was allegedly not smooth. It was further reported that some of the plastic material in the catheter was adhered and could not be flushed. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the MRI powerport isp that are cleared in the us. The pro code and 510 k number for the MRI powerport isp are identified in d2 and g4. H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. One photo was provided for review. The photo shows a that the kit packaging tray which is having scattered components was noted. The investigation is inconclusive for the reported difficult to flush and obstruction of flow issues as no evidence was noted in the provided photo. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a port placement procedure via right internal jugular vein, the flushing of the port was allegedly not smooth. It was further reported that some of the plastic material in the catheter was adhered and could not be flushed. There was no reported patient injury.